Event description:
It was reported that the site's (B) (4) handheld computer was freezing at the interrogation screen. Troubleshooting was performed, but the problem persisted. Product was returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with the device and it performed according to specifications.